Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pt was discharged home with presumed diagnosis of pid") and pelvic pain ("pain") in a female patient who had essure inserted. The patient's past medical history included multigravida and parity 2. Concurrent conditions included abdominal pain, nausea, emesis and vaginal haemorrhage. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2014. At the time of the report, the pelvic inflammatory disease and pelvic pain outcome was unknown. The reporter considered pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: the need for additional surgery 3 coils trailing in right tube, 1 coil trailing in left tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet & medical record received. Event pelvic inflammatory disease was added. Concomitant & historical drug was added. Product, ptient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pt was discharged home with presumed diagnosis of pid') and pelvic pain ('pain') in a 45-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, arthritis, headache, migraine and sexual dysfunction. Concurrent conditions included abdominal pain, nausea, emesis, vaginal haemorrhage, abdominal pain, fever, abdominal distension and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced device expulsion ("pt experienced expulsion of essure coil/ metal coil expulsion") and urinary tract infection ("uti"), 9 months 21 days after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), abdominal distension ("abdominal distension/bloating") and menorrhagia ("heavy periods"). The patient was treated with surgery (a left essure coil removal and a bilateral salpingectomy and to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic inflammatory disease, pelvic pain, device expulsion, dyspareunia, nausea, urinary tract infection, abdominal distension and menorrhagia outcome was unknown. The reporter considered abdominal distension, device expulsion, dyspareunia, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain and urinary tract infection to be related to essure. The reporter commented: the need for additional surgery 3 coils trailing in right tube, 1 coil trailing in left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: bilateral tubal occlusion; on (B)(6) 2014: result: right occlusion only essure device in place on the right only, without evidence of fallopian tubal opacification or free spillage on the right. 2: opacification of the left fallopian tube with free spillage into the peritoneal cavity. Pregnancy test urine - on (B)(6) 2014: urine hcg was noted to be negative. Diagnostic results: (B)(6) 2014 : urine hcg was noted to be negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic inflammatory disease , device expulsion . Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet-new events dyspareunia (painful sexual intercourse), nausea, uti, heavy periods, abdominal distension were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pt was discharged home with presumed diagnosis of pid") and pelvic pain ("pain") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, arthritis, headache, migraine and sexual dysfunction. Concurrent conditions included abdominal pain, nausea, emesis, vaginal haemorrhage, abdominal pain, fever, abdominal distension and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 9 months 21 days after insertion of essure, the patient experienced device expulsion ("pt experienced expulsion of essure coil"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (a left essure coil removal and a bilateral salpingectomy) and surgery (to remove the essure implant). Essure was removed in 2014. At the time of the report, the pelvic inflammatory disease, pelvic pain and device expulsion outcome was unknown. The reporter considered device expulsion, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: the need for additional surgery 3 coils trailing in right tube, 1 coil trailing in left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion (B)(6) 2014 : urine hcg was noted to be negative (B)(6) 2014 : hysterosalpingogram : 1: essure device in place on the right only, without evidence of fallopian tubal opacification or free spillage on the right. 2: opacification of the left fallopian tube with free spillage into the peritoneal cavity. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic inflammatory disease , device expulsion. Most recent follow-up information incorporated above includes: on 2-oct-2018: event "pt experienced expulsion of essure coil ", concomitant and historical condition, lab data added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: the need for additional surgery. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.